Event description:
It was reported while using bd vacutainer® cpt¿ nh: 132 usp units ficoll¿: 2.0ml 5 tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3263470 d4. Medical device expiration date: 30-sep-2024 h4. Device manufacture date: (B)(6) 2023 h.6 investigation summary: bd received 5 used samples (3 from lot 3263471 and 2 from lot 3263470) and 2 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Bdj provided 7 photos of the return samples confirming one of the tubes contained a small amount of blood and the rest have no blood in them. The tops of the stoppers appear to have been punctured. Bdj performed a re-draw test on the 5 samples using colored water, all of them drew additional water. 46 retention tubes from lot 326470 and 26 retention tubes from lot 3263470 were visually inspected with no issues being identified. A draw test was performed at the manufacturing site on 10 retention samples from both lots. All tubes were within specification limits. This complaint has been confirmed for the indicated failure mode, underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.